Event description:
It was reported that, during an explant due to infection (refer to manufacturer report # 3004209178-2014-13981 for infection/explant), the catheter was found to have been fractured at the spine site described as at the "tip somewhere inside". The proximal piece broke along the flank track. The patient's pump was intended to infuse dilaudid and baclofen. It was later reported that the catheter issue was identified as the patient was due for pump replacement and was going to be explanted anyhow. A piece was reportedly missing so it was noted that it could be in the intrathecal space but it was unknown if imaging was planned.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).